Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : the report of a pump module malfunction was confirmed based on the review of the logs; however, the channel error could not be replicated due the suspect device was not received for this investigation. A review of the pcu event log, prior to the reported event date, identified the suspect pump module was in use on (B)(6) 2024. At 11:58 pm the pump module sn: (B)(6) was attached to the pcu (sn (B)(6) pump alarmed channel malfunction (code 221.2010.0), key soft 11 was pressed and the unit was removed. At 11:59 pm pump module sn (B)(6) was attached to the pcu (channel a), and an infusion (unknown drug) was programmed with the following parameters: drug amount: 2 mg, diluent volume: 250 ml, patient weight: 68.4 kg, rate: 513 ml/hr, volume to be infused (vtbi): 200 ml. A warning ¿dose above maximum¿ appears, user pressed soft key 6 (yes) and infusion started. At 12:01 a new pump was attached and pump module (sn (B)(6) got new label b. At 12:06 infusion was paused. At 12:07 pm pump module was channeled off with a final primary volume infused of 43.599 ml. A review of the pcu error logs showed an error code (221.2010.0 - comm watchdog failure) occurred on (B)(6) 2024; at 11:58 pm on the suspect pump module (s/n (B)(6). Inspection and laboratory testing could not be performed, the incident devices were not received for this investigation. The alaris tm pcu and bd alaris tm pump module technical service manual states on troubleshooting section an error code table and instructions for each possible error code: if the error is repeatable, perform the response in steps the order they are listed until the error is corrected. Following the repair, use the applicable maintenance software to perform the required tests. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the cause of the reported pump module malfunction was unable to be determined based on the review of the logs alone, no devices were returned for this investigation and no additional event information was provided.

Event description:
It was reported that the customer requested log review. The event reportedly occurred on (B)(6) 2024 at 2340. Per customer, "at approximately 11:58pm on 12/30 a pump was utilized and malfunctioned. We do not know why. Another pump was added and was used by staff. " there was patient involvement, but the outcome is unknown. Although multiple requests have been made, the customer has not provided any event information to date.